Manufacturer narrative:
H4: mfg date = 7/95. The device has not been returned; therefore, evaluation of the device was not performed. However, the info provided indicates that this event is not device related but rather is associated with surgical technique or loss of fixation.

Event description:
Revision surgery revealed the acetabular cup was malpositioned 180 degrees. The acetabular liner and femoral head component were also removed at this time.